Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained a head injury. After this event the right ventricular (rv) lead exhibited noise and the physician suspected a possible fracture. The physician then attempted to explant the rv lead but was unsuccessful due to occlusion in the subclavian vein. It was also reported that the rv lead exhibited a polarity switch and a low lead impedance warning. The rv lead was reprogrammed and then explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.